Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade that required of pericardiocentesis. During ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed with electrocardiogram (eco). Pericardiocentesis yielded 300ml of blood. A blood transfusion was considered. However, there¿s no confirmation that it was provided. The procedure continued with the use of the same ablation catheter. There¿s no information regarding patient condition, extended hospitalization, physician¿s causality opinion, or generator parameters at the time of the injury. There were no issues or errors reported on any bwi products or equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On 7/23/2018, biosense webster received additional information regarding this event. The patient was a (B)(6) year-old female who weighs (B)(6). Her condition has improved post-operatively. Manufacturer¿s reference number: (B)(4).